Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
In this case, the customer reported that during a patient procedure, the operator engaged a pedal on the multifunction foot switch, but when they released the pedal, it remained stuck engaged and the patient support motion did not stop. The philips field service engineer (fse) confirmed that there was no harm to a patient, operator, or bystander.